Event description:
It was reported the insulin pump had a button error. Customer's blood glucose was 423 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on display window corners, cracked battery tube threads, minor scratches on display window and missing end cap sticker.